Manufacturer narrative:
(B)(4).

Event description:
It was further reported that the physician completely removed the entire system of the balloon catheter, guide wire and guide catheter all together from the patient. The patient's condition was excellent.

Manufacturer narrative:
(B)(4). Device evaluated by MFR: the device was not received for analysis. The investigation conclusion is operational context as the product meets the design and manufacture specification but due to anatomical/procedural factors encountered during the procedure, performance was limited. (B)(4).

Event description:
It was reported that balloon removal difficulties were encountered. The target lesion was located in a coronary artery. A synergy¿ drug-eluting stent was implanted. However, the physician had difficulty removing the stent delivery system. The physician made it sound like the balloon material was snagged or stuck on the stent. The procedure was completed. No patient complications were reported.